Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, the pump was reset. The customer indicated that no backup insulin therapy method was available and continued to use the pump for insulin therapy. Customer's blood glucose was 150 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.